Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.25 x 12 synergy drug-eluting stent advanced for treatment.. However, during delivery, the stent got dislodged and was subsequently placed in the coronary artery. The procedure was completed and there were no patient complications nor injuries reported. It was further reported that when the stent was dislodged, a balloon catheter was inserted to implant the stent, and that the final stent location was not in the target lesion.

Manufacturer narrative:
Device is a combination product. (B)(6).

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.25 x 12 synergy drug-eluting stent advanced for treatment.. However, during delivery, the stent got dislodged and was subsequently placed in the coronary artery. The procedure was completed and there were no patient complications nor injuries reported.